Event description:
Hot feeling in right knee [joint warmth]. Fluid retention in right knee [joint effusion]. Swelling of right knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc 2ml 1x/week. On (B)(6) 2011, the patient received the second synvisc injection. On (B)(6) 2011, the patient experienced swelling of the right knee, hot feeling in the right knee, and fluid retention in the right knee. Treatment of the events involved the aspiration of 30ml of joint fluid by puncture and injection with dexamethasone sodium phosphate on (B)(6) 2011. The events alleviated. On (B)(6) 2011, the events resolved. Synvisc was permanently discontinued, with the second injection on (B)(6) 2011, being the last. On (B)(6) 2011, the patient recovered from swelling, hot feeling, and fluid retention in the right knee. Concomitant medications were not provided. The intensity for the events of swelling, hot feeling, and fluid retention in the right knee was not assessed by the reporting physician. The reporting physician assessed the relationship between synvisc and the events of swelling, hot feeling, and fluid retention in the right knee as probably related. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Additional information was received on (B)(6) 2011, in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.